Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an upgrade procedure on a pacemaker dependent patient, the physician wanted to use the plasma blade so they left the rv lead connected to the pacemaker and reprogrammed the device. During plasma blade usage, device started pacing at higher rate than the programmed settings. Device was reprogrammed but the device continued to pace at higher rate. No message for any atypical condition appeared on the programmer. Device was reprogrammed again but the issue persisted. After few minutes, device started to pace correctly as it was programmed to do so. Device was replaced. The patient was fine during and after the procedure.

Manufacturer narrative:
The reported field event of fast output rate was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.